Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
Provider spoke to advise that the scooter serged, speeds up and slows down. Provider hung up before any additional information could be obtained.